Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 07/31/2023. It was reported that the patient's father cancelled the patient's ultrasound appointment as he thought it was no longer necessary since the patient was getting better. They had a follow up appointment with their primary care physician on (B)(6) 2023. The patient was examined and the pcp confirmed that there was no sensor wire retained at the insertion sign. There were no more signs of infection with only discoloration and everything was okay. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023 the pediatric patient was taken to a pediatrician and it appeared that the sensor wire was broke off and stuck in the patient's leg. The insertion site was swollen, with redness, pain and infection. The patient was feeling pain for 2 days. The doctor prescribed oral antibiotics (clindamycin 75 mg twice a day - every 8 hours for 7 days) and scheduled an ultrasound that was not performed yet. At the time of the report the patient was stable but was still feeling uncomfortable and leg pain. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.